Event description:
The reporter contacted animas on (B)(6) 2014 alleging a dim/fading display issue. The reporter stated that the patient was not able to read the screen safely. The reporter stated that the patient had a blood glucose (bg) of 17mmol/l with polydipsia and blurred vision. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being reported due to the bg excursion the patient experienced due to an alleged display issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/13/2014 with the following findings: the daily insulin delivery totals correctly reflect user's programmed basal rates. The display is dim and letters have a red hue. Pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.